Event description:
It was reported that an initial left total humeral arthroplasty was performed. The patient subsequently developed a wound-healing complication. Approximately two and a half months after the index procedure, debridement of soft tissue and antibiotic therapy were performed. All implants remained implanted. At one-year follow-up, the patient reported being satisfied. Due diligence is complete for this complaint; it was reported that no further information is available, and to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): 110029826 (656680); 211224 (66626556); 211229 (726590); 211256 (103210). Associated product information: unknown cement (unknown). G2: foreign - event occurred in denmark. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.